Event description:
It was reported that the patient was in the hospital due to pre-syncopal episodes similar to before pacemaker implant. Low impedance, noise, pauses of several seconds, and insulation failure were noted. The lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: 5076-45 implantable pacing lead, (B)(6) 2003. (B)(4).